Manufacturer narrative:
It was reported on (B)(6) 2017 that the event occurred "last week". The exact date is unknown. (B)(6).

Event description:
It was reported that after a fall pulled the tubing of a cadd-legacy® duodopa infusion pump, there was redness and purulent liquid at the insertion site and the patient complained of pain. The patient was advised to visit a physician to take a culture and start an appropriate treatment for a suspected infection. Later, it was noted that there was exudate at the insertion site, but the insertion site showed no redness. No permanent injury was reported.